Manufacturer narrative:
(B)(4).

Event description:
It was reported, physician indicated pocket was filling with fluid. The physician inquired on how to determine if pump was flipped. Hcp sent x-ray images to compare his images to. Physician indicated pump had flipped in the past when sutures ripped. The pump pockets filled up with 400 cc of fluid this past time. It was noted pt did not have this issue with her previous pump. At the time of this report, no further details were reported. Additional information was requested and will be provided when it becomes available.